Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to correct the reported problem. The fse performed the brake, sine cycle, cable tension and friction tests, and all tests passed. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, patient side manipulator (psm) 2 had non-intuitive motion, and the manipulation was reversed. The procedure was completed with no reported injury.